Event description:
Plaintiff alleges latex allergy and will incur hosp, med, and other expenses, has lost and will continue to lose wages and has suffered an impairment of her earning capacity. Further alleges experiencing and will continue to experience distress, anxiety, and loss of enjoyment of life, and an inability to function usually. Plaintiff's children allege, loss of consortium.